Event description:
We started using the instrument but after engaging twice, it was noted that the hook part would not retract fully and got caught. A new lf5637 had to be opened to complete the procedure. Product had patient contact but no patient harm. Product is available to be returned to the manufacturer. Manufacturer response: for l hook sealer, (brand not provided) (per site reporter). Rep will send return kit.